Event description:
The report received from the field indicated that during an interventional endovascular procedure, the 5 fr. 80 cm. Powerflex 12 x 2 balloon catheter exploded during inflation. The patient went to emergent surgery to manage the reported product issue. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion updated to reflect additional information received. As reported, during an interventional endovascular procedure, the 5 fr. 80 cm. Powerflex 12 x 2 balloon catheter exploded during inflation. The target lesion was a very calcified aorta iliac case. The patient went to emergency surgery to manage the reported issue. The physician indicated that the failure was due to the calcification of the lesion. The patient did fine post-surgery. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst could not be confirmed and the root cause could not be determined as the device was not returned for analysis. Based on the information available for review, there are vessel characteristics (calcification) which may have contributed to the balloon burst. Based on the device history record review and the event description, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15661308 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.